Event description:
Reporting male family member testing false positive for sars. Customer communicated the results were confirmed negative by an additional antigen and pcr test. No additional information can be gathered from consumer as information obtained in a review of the maude database.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: maude report (B)(4).